Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient mentioned they thought they were implanted march 4th and didn't recall getting implanted on (B)(6) 2025. Patient mentioned they got sick and couldn't get the implant done until march 4th. Patient had the implant for a few days, a week or maybe a week and a half and they got fluid and got infected so they had surgery or a draining tube to clean the implant up.